Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 . On the same day, it was reported that the pediatric patient experienced inaccurate cgm values. The cgm was reading low an the bg reading was 181 mg/dl. The patient experienced seizures. The patient´s mother called 911 and the patient was taken to the hospital by the mother. There the patient was treated with insulin at every meal during the hospital stay (diabetes management). The patient was discharged the same day. At the time of the report the patient was fine. No other details were documented. The patient's blood glucose (bg) levels were within normal range; however, the patient experienced seizures. The cause of the seizures could not be determined, and it has not been ruled out whether any underlying malfunction oof the device contributed to the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.